Manufacturer narrative:
The thermogard console ((B)(4)) was evaluated at the customer's site and the reported complaint of the console not functional was not confirmed during functional testing and not confirmed on the analysis of the event log. Upon visual inspection no physical damage was observed. Functional testing was performed and no issue was observed. The console passed all tests. During analysis of the event log, no issues were observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported, the thermogard console ((B)(4)) was not functional. The reporter was unable to specify if the issue occurred during system check or patient use. No known impact or patient consequence was reported.